Event description:
Baxter product surveillance contacted the patient on (B)(6) 2011 regarding an unresolved check lines and bags alarm which occurred on the homechoice during use during prime. At that time the patient stated before they called baxter's technical service center for assistance, they had changed out only the cassette and still received the alarm. The patient then proceeded to call baxter and was instructed to change everything out. Baxter product surveillance informed the patient that they should not change out parts of the supplies, but rather change out everything if they run into an issue they cannot resolve. The patient understood. The patient was able to resume therapy with all new supplies and has been continuing therapy on the cycler successfully. There was patient involvement but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint was confirmed. Based on the information gathered during baxter's investigation, the root cause was use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.